Event description:
It was reported patient underwent total knee arthroplasty in (B)(6) 2011. A subsequent revision was performed (B)(6) 2012 due to soft tissue instability. The 14mm cr bearing was removed and replaced with 22 mm ssk bearing.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 1 mdrs filed for this event (reference 1825034-2012-02308).